Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, seven days after surgery, the patient described their vision was looking like through a smudge of vaseline in both eyes. So, the patient had laser surgery. Surgeon said that the patient had an occipital glioma. Additionally, the patient underwent many neuro studies (neurological motor/sensory findings (mds)) and scan showed negative results (did not have occipital glioma or eye related multiple sclerosis). Furthermore, all eye examination shown normal results and there was no eye pain, but nothing was clear. Additional information has been requested, yet no new information received. There are two medical reports associated with this patient. This file belongs to right eye.